Manufacturer narrative:
Visual evaluation of the returned device found no issues, and the unit extended and retracted according to specifications. The condition of the returned device was not consistent with the complaint that the sheath had separated from the handle; the complaint was not confirmed. The unit was within manufacturing specifications. A review of the device history record (DHR) was performed; no anomalies were noted. Boston scientific confirmed that the correct device was returned for evaluation. Based on the results of the investigation, this is no longer a reportable event.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, the snare loop would not extend from the sheath, and it was noted that the sheath had separated from the handle. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The complainant reported that the sheath had separated from the handle. Based on investigation results, however, the device was within manufacturing specifications and no malfunction of the device could be confirmed. This is no longer a reportable event.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, the snare loop would not extend from the sheath, and it was noted that the sheath had separated from the handle. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.